Event description:
It was reported that outside of surgery the device was broken where blade goes. Additionally, the evaluation discovered that the device had a damaged comb. No adverse events were reported as a result of this malfunction. No further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined a test cut could not be performed as the comb was damaged. The comb and side plates were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-01201-1.